Event description:
Meter was reading in the wrong unit of measurement. It was given results in the mmol/l. The meter was previously set in the correct (mg/dl) unit of measurement and the patient had not recently changed the unit of measurement in the meter settings. They have needed assistance by a non-medical professional, but did not receive any treatment. There is no adverse event reported due to this issue and no further clinical information provided. This case is reported as a meter malfunction since there could have been a power interrupt, causing the meter to default to the wrong unit of measurement.